Manufacturer narrative:
This MDR is associated with the parent MDR 2122870-2011-05270. Service not dispatched.

Event description:
The customer reported the s5 value on the vitamin b12 calibrator was entered into the customer's access 2 immunoassay system incorrectly. The customer noted the possibility that multiple results may have been affected. Customer product line support (cpls) analysis of archive data shows that one erroneously elevated vit b12 patient result that recovered above the normal reference range would have still recovered above the normal reference range using the correct s5 value assignment, yet outside of our precision claims. The sample was repeated and a result at the high end of the normal reference range was obtained. The result was reported out of the laboratory and the affect to patient, if any, is unknown at this time. Sample information was not provided. The s5 value on the customer's vitamin b12 calibrator was scanned in as 5513pg/ml, when it should have been 1513pg/ml. The calibration passed and qc was within established ranges. This incorrect value was noticed on (B)(6) 2011. The b12 s5 calibrator value was corrected and recalibrated and available samples were then repeated. Service was not dispatched for this event. No definitive root cause has been determined for this event.